Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 497 mg/dl. The customer stated that she had gone into the river with the device on and the insulin pump was submerged for about 10 seconds. The device worked for about an hour before alarming button error. She was unable to clear the alarm. The customer complained of thirst and treated with manual injection. She noted that she had been off the insulin pump since the night prior to the call. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm and no button response due to corroded keypad traces. Unable to perform the occlusion test due to button/keypad anomaly. No moisture damage found inside the pump. The device was received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.